Event description:
The customer received a questionable troponin t result from the cobas h232 serial number (B)(4) which did not match the patient's clinical picture. The cobas h232 is not sold in the united states. The troponin t result was <50 ng/l and was interpreted as negative. The patient was admitted to the hospital with "sob" (shortness of breath). The patient was diagnosed with ami based on other clinical and ECG results. A diagnosis of "acute pulmonary oedema" was also given. New samples from the patient were tested for troponin I on a siemens dimension analyzer and the results were 119 ng/l and 162 ng/l. The patient remained in the hospital. No adverse event was reported. Relevant retention material of the troponin t strips was tested on a cobas h232 meter and the results fulfilled requirements.

Manufacturer narrative:
This event occurred in (B)(6).